Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope camera image switch was broken. No image was showing initially, the user needed to pump the switch for the image to appear. The issue occurred during a diagnostic colonoscopy. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, d8, h3 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. The shaft of switch 1 was detached, switch cannot be pressed down smoothly. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported failure was due to an irregular load on the remote switch during handling which is a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed that there was no serious injury or adverse patient effects from the prolonged procedure. There were no reports of patient harm.